Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the mattress was pushed too much to one side stopping the right foot side rail from being latched. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reseated the mattress to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail will not latch. The bed was located at the account in the ICU unit. There was no patient/user injury reported. (B)(4).